Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge remained static for an extended period of time despite routine use. The customer's blood glucose (bg) level was 97 mg/dl. Reportedly, the customer continued to use the pump for therapy and indicated that tandem technical support would be contacted if the issue was not resolved. The customer did not contact tandem technical support regarding the alleged issue.